Event description:
According to the reporter, the powered stapler would not charge during service maintenance. The device was blinking red and turning red while on charger. The charger was confirmed to be functioning properly. There was no patient involved. Medtronic's initial evaluation of the incident is that the cfet permanent failure was cleared from the sbs data stored in the battery using texas instruments bq evaluation software version 0.9.92. The handle was then placed on a charger and was able to charge without any issues. The cfet failure could not be replicated. The cause of the handle being unable to charge in the pmv lab is due to the cfet permanent failure. The cause of the cfet permanent failure could not be reliably determined. This condition would result in the handle being unable to charge and therefore unable to enter firing mode pre-operatively.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the handle was placed on a representative charger running v16 software to charge and after a few minutes, the charging led (light emitting diode) changed from flashing green to flashing red. The handle was removed from the charger and did not initialize. The battery data was evaluated and a permanent failure for cfet (charge fet) was tripped. It was reported that the power pack was not adequately charged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.